Event description:
It was reported that during a da vinci-assisted hernia procedure, the 8mm large suturecut needle driver instrument wrist cable was broken. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was not any damage detected. A surgical task was being performed when the issue occurred, and the instrument did not collide with any other instrument or tool during the procedure. There were no any issues related to opening/closing of the grips and there were no any issues related to left/right (yaw) motion of the grips. There were no any issues related to up/down (pitch) motion of the wrist. In addition, there was any cables visibly protruding from the distal end of the instrument. It was unknown how many. It was unknown if there were protruding cable(s) one(s) that controls opening/closing of the jaws and it was unknown if there were protruding cable(s) one(s) that controls up/down motion of the wrist. No photographic images of the device(s) or a video recording of the procedure were available for is review.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm large suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have a frayed grip cable at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.